Event description:
On (B)(6) 2012, the reporter, the patient's father, contacted animas to report the pump history did not show the bolus doses given via the meter remote, only those delivered via the pump. Troubleshooting revealed the pump and meter remote date/time were correct and the data in the pump history was marked with the correct date/time. There was no patient injury associated with this issue. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.